Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2020 regarding a patient receiving morphine (50mg/ml at 20mg/day), bupivacaine (40mg/ml at 16mg/day), ketamine (3.5mg/ml at 1.4mg/day) and clonidine (325mcg/ml at 130mcg/day) via an implanted infusion pump. It was reported that during a pump replacement surgery, the hcp was unable to aspirate from the catheter so a pre-implant prime was performed. The cause of the event was undetermined. The hcp prophylactically replaced the pump connector. It was noted that the replacement had no relation to the inability to aspirate. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.